Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Section h3. Has been updated. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flows back into the side port issue occurred. It was reported that the hemostatic valve of the sheath was leaking and drawing air. The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. No air went into the patient. The surgery was delayed by two minutes. The sheath was replaced, and the procedure was completed without complications. There was no patient consequence. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface did not show stress marks on the outer diameter. Then, an irrigation test was performed, and no leakage, air, or bubbles were observed. During product analysis, the lot number was verified to be 60000089. As such, a device history record (DHR) evaluation was performed for the finished device 60000089 number, and no internal action related to the complaint was found during the review. Based on the completed DHR, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and air flows back into the side port issue occurred. It was reported that the hemostatic valve of the sheath was leaking and drawing air. The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. No air went into the patient. The surgery was delayed by two minutes. The sheath was replaced, and the procedure was completed without complications. There was no patient consequence. The air flows back into the side port issue is MDR reportable.